Event description:
It was reported the patients blood glucose level rose to 582 mg/dl while wearing the pod between 1 and 4 hours. As treatment, the patient drank water, ate different foods, gave a corrections and a new pod was applied. The patient's blood glucose history are as follows: time bg(mg/dl) 4pm 157; 6pm 248 ; 6:30pm 308 ; 8:30pm 581 (changed pod); 10:30pm 390 ( slowly went down the rest of the night).

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be externally torn and was measured out of spec at 0.78 in.. The timing and cause of the tear could not be determined, so it could not be determined if this damage caused the failure to deliver insulin. Download data showed no timeouts or drive stalls and no alarms were generated that would indicate any struggle to deliver insulin.